Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced and the device did not turn on because the interlock function did not work due to the deformation of the lid. The chassis and rear panel were deformed. The front panel and foot were damaged. From the inspection result by sorc, it was confirmed that the device could not be turned on because the interlock function did not work due to the deformation of the lid. The lid may have been deformed by the application of external force to the device. The instruction manual provides preventive measures against the reported failure mode. The device history record could not be reviewed because the device was manufactured over 15 years ago. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not turn on. There was no report of patient injury associated with the event.